Event description:
An implant procedure form on (B)(6) 2013 stated that this lead was plugged in to the device for pace/sense. Defibrillation thresholds testing failed and this lead was removed. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).